Event description:
It was reported that the 9800 system shut down. There was no report of patient injury.

Manufacturer narrative:
A ge rep contacted the customer and was advised that the system was working as intended and cancelled the service call. If add'l info is received, a report will be submitted as required.